Event description:
On 2025-01-16: integrum has been informed that axor ii unit i9577 has fallen off from the abutment. No further information is available yet and the unit has not yet been received at integrum. The exact date of event is unknown (dec 2024). Manufacturing investigation performed, batch documentation reviewed. No deviations found, the device has been manufactured according to specification. Technical investigation has not yet been performed. On 2025-04-01: the axor ii unit i9577 and report form received. The device was damaged and clamps missing on receipt. The spring out of place. Incoming testing could not be carried out due to the damage. The reported complaint could therefore not be verified. The device needed to be completely rebuilt. During the service the device was thoroughly cleaned and worn/damaged components were replaced. Finally, the device was functionally tested with approved results. Information was received that the patient does not use the device according to its inteded purpose stated in the IFU. The device has not been sent to integrum for annual service. Integrum has informed the clinic on the importance of donning the axor ii according to the IFU to ensure a stable connection and prevent damage or wear to the clamps. As stated in the IFU, the device shall not be used if a stable connection cannot be achieved. The opra implant system is designed for use during activities of daily living. The importance of following "axor ii top components inspection instruction" when servicing the device and the importance to send the device to integrum for annual service.

Event description:
2025-01-16: integrum has been informed that axor ii unit (B)(6) has fallen off from the abutment. No further information is available yet and the unit has not yet been received at integrum. The exact date of event is unknown. Manufacturing investigation performed; batch documentation reviewed. No deviations found; the device has been manufactured according to specification. Technical investigation has not yet been performed.